Event description:
It was reported that the patient presented for implant. It was noted that the new right ventricular lead displayed high thresholds. The lead was not installed and was replaced by another lead. The patient suffered no adverse consequences and was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.